Event description:
The hcp revised the pump pocket located in right abdomen due to a small open sore. The pump had not broken through the skin. The patient was on a stable/flex dose of intrathecal baclofen. The hcp removed the pump, cleaned out the pocket, revised the pocket, and replaced the pump in the pocket. The patient status was "uneventful" after the revision.